Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (228-280 mg/dl). Boluses were delivered to address the bg level. Also the basal rates had been increased, fewer carbohydrates were consumed and exercise was performed to help lower the bg level. The customer thought a possible cause of the high bg was due to a change in medication. A pump system check was performed with tandem customer technical support and no device issues were identified. Reportedly, the customer discussed the high bg events with a healthcare provider.